Event description:
(B)(6) man with syncope, inducible vt, s/p ICD and bradycardia requiring ventricular pacing support who is referred for an ICD lead revision due to the lead being on recall -riata- and confirmed externalization of the conductors.